Event description:
A remstar pro c flex device was returned to a third party service center for service as part of the sound abatement foam recall process with no initial alleged complaint. During evaluation of the device, the service technician observed visible foam particles inside the blower kit and blower foam degradation. Additionally, the service technician also noted a dust fail contamination and has a presence of error code e55 err_therapy_queue_full and e65 err_stuck_encoder_a. The device was scrapped.